Event description:
I used lifestyles excite female sexual stimulating gel for the first time. The directions were followed using just a "tiny" amount and applied directly to the clitoris. There was an immediate burning and even after washing the area thoroughly, there is still itching and discomfort 3 days after use. Diagnosis or reason for use: personal lubricant. Event abated after use stopped or dose reduced: no.